Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the customer broke the clip off the centrifugal motor when they were moving the unit. As a result, an alternate device was employed. The surgical procedure was completed was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Per the field svc rep (fsr), the biomedical engineer (biomed) took parts from an old unit's motor and put together a clip before the fsr arrived. The fsr replaced the parts the biomed had installed.